Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12718. It was reported the patient was not receiving adequate coverage. The sjm representative unsuccessfully reprogrammed. As a result, the patient will undergo a trial, if it was successful the currently implanted system will be explanted and replaced. Note the patient has two leads from the same lot number implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.